Manufacturer narrative:
MDR 3003442380-2024-01682 - device 2 of 3.

Event description:
Unomedical reference no.(B)(4). Event occurred in chile on (B)(6) 2024 patient,s mother has reported that 3 infusion set has bent canula. Blood glucose at the time of incident was 250mg/dl an was treated with manual inection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.